Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional reported the patient's pertinent medical history included allergies to latex and vicodin. The patient first started experiencing the infection on (B)(6) 2012. The patient's mother reported daily drainage that was yellow/bloody and the patient was more tired. The entire system was removed including the catheter and the patient was started on vancomycin. In regards to the cause of the infection "na" was reported. No drug information provided, the healthcare provider reported they are the implanting physician and did not dose the baclofen.

Event description:
The consumer's mother reported that the traumatic brain injury patient should not have had a third device implanted. The third device was removed sometime between 2012 and 2013, due to the (B)(6). The patient was reportedly in the hospital for some time (a week and a half) after the explant, because the pump caused (B)(6) and the patient did not do well with certain antibiotics. The baclofen pump was reportedly good for the patient, but he was now "on tablets. Three times a day." If additional information is provided, a follow-up will be submitted. The pmh (patient medical history) was noted as intractably spasticity and cerebral palsy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).